Event description:
It was reported to distributor, by facility, (B)(6), per facility this scale/cradle combination was affected by bhm recall and per facility, they did receive recall information on said lift as well as the field repair kit; which the correction action was completed by them on (B)(6) 2008. Facility stated incident happened on (B)(6), per facility, they were in the process of transferring a resident from wheel chair to stretcher; two c.n.a.'s were present when the spreader bar fell from the scale and resident fell to the floor. Resident was sent to the hospital by ambulance, x-rays taken showed fracture to the coccyx. RMA #84001370 issued to get scale and cradle back for evaluation. Replacement order (B)(4). Bhm manufacturer of lift has been notified. Bhm recall number is as follows: z-1135-2008.